Event description:
It was reported that the balloon ruptured. The 75% stenosed target lesion was located in the left anterior descending artery (lad). A 10mmx2.25mm wolverine cutting balloon monorail was selected for use. During the procedure, it was noted that the balloon ruptured upon initial inflation at 10 atm. The device was removed from the patient's body using the normal method. The procedure was completed with another of the same device. No complications were reported, and the patient was safe and stable after the procedure.